Manufacturer narrative:
The device failed the 30psi occlusion test on 09/25/2017 that it did not alarm within 22psi and 38psi. In addition, the user-reported pressure test error issue was confirmed. Other issues discovered by zyno medical during testing include a stiff door hinge and a battery issue. The customer contacted with a zyno customer service employee on 10/12/2017 that the affected device was not to be repaired and deemed not to be used on a patient. The pump periodic preventive maintenance (pm) interval recommended by zyno medical in the instructions for use (IFU) is one year. Our company records indicate that the last pm performed by zyno medical for this pump was on 06/27/2011.

Event description:
The user initially reported to zyno medical on (B)(6) 2017 that the device had a "pressure test error" on (B)(6) 2017. Zyno medical performed testing on the device on (B)(6) 2017 and found that the device failed the 30 psi occlusion test. No patient was involved in this case.